Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: there was moisture visible in the display lens. The pump did power on, but the display remained blank. Investigation found a crack in the pump casing near the right corner of the display screen. The leak test did reveal leaking in the pump at the crack. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated the patient went swimming yesterday and alleged that they cannot see anything on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.